Manufacturer narrative:
E.1.: initial reporter address 1: (B)(6). Nc quantum apex mr 2.75 mm x 12 mm balloon catheter was returned for analysis. Visual and tactile inspection of the hypotube revealed multiple kinks. Examination of the outer and inner lumens, as well as the mid-shaft section, found no issues. Microscopic analysis of the balloon material identified a 3 mm longitudinal tear located at the proximal section of the balloon body. The bumper tip showed no signs of distal tip damage. No additional device issues were identified during the returned product analysis.

Event description:
Reportable based on device analysis completed on 12sep2025. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid-segment of left circumflex artery (lcx). A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation. After crossing the guidewire, the device failed to cross the lesion. A smaller balloon was taken, and the lesion segment was dilated at higher pressure. The same nc quantum apex balloon was taken again which did not cross the diseased segment. The procedure was completed with a different device, and no patient complications were reported. However, returned device analysis confirmed a longitudinal tear in the balloon.